Manufacturer narrative:
A compromised force sensor system alarm noted during basic occlusion testing due to protruded drive support disk. The pump was unable to test for prime test, occlusion test due to compromised force sensor system alarm. The pump had battery tube threads cracked, cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer's brother in law reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 131 mg/dl. The customer stated that she received the compromised force sensor system alarm last night. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear sticking out. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.